Event description:
In january 2025, the bilaterally implanted recipient reported to his parents that he had no hearing sensation with his right sided device. Re-implantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2025, the bilaterally implanted recipient reported to his parents that he had no hearing sensation with his right sided device. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are most likely related due to explantation surgery. This is a final report.

Event description:
In (B)(6) 2025, the recipient reported that he had no hearing sensation with his right sided device. The recipient has been re-implanted with a new device.

Event description:
In (B)(6) 2025, the recipient reported that he had no hearing sensation with his right sided device. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.